Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the day before the patient experienced a blood glucose of over 700mg/dl with nausea, vomiting, large ketones, and extreme drowsiness, associated with an alleged loss of prime issue. Reportedly, the patient remained hospitalized and received treatment from their healthcare provider of insulin via injection and intravenous fluids. During troubleshooting with customer technical support, it was revealed the loss of prime occurred two or more times with more than one cartridge. The patient was over/under cycling the pump, using the cartridge longer than 2-3 days, and inserting cartridges with cold insulin. The patient was educated on loss of prime warnings and cartridge use per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.